Manufacturer narrative:
(B)(4) a supplemental will be submitted upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported he was currently taking vancomycin to treat peritonitis. Follow-up with the patient's nurse indicated the patient developed peritonitis on (B)(6) 2016. The patient was not hospitalized for the event. The patient was treated with vancomycin and doing much better. The nurse reported the patient prematurely disconnected their catheter and that breach in aseptic technique was reasonably associated with the development of the patient's peritonitis. A culture report was requested, but not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. The nurse reported the patient prematurely disconnected their catheter and that breach in aseptic technique was reasonably associated with the development of the patient's peritonitis.